Event description:
It is reported that the pt was revised for osteolysis and pathologic trochanteric fracture.

Manufacturer narrative:
Eval summary: it is likely that the cholangioadenoma may have contributed to the observed osteolysis and subsequent pathologic trochanteric fracture. Given the info provided, however, a definitive cause for the trochanteric fracture cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.